Manufacturer narrative:
Follow-up # 1 date of submission 10/23/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/14/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow and ok keypad buttons were found to be intermittently unresponsive; the down arrow and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. A test screen was inserted and found to function properly. Also unrelated to the complaint, evaluation revealed that there was moisture in the battery compartment. A leak test was performed and a battery compartment leak and crack was found. The pump case was opened and no evidence of moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and required multiple button presses with increased force to elicit a response this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.